Event description:
Patient fit with new soft contact lens one week prior, experiences irritation within 3 minutes of lens insertion right eye, 2+ injection, swollen conjunctiva treated with ice pack and antibiotic ointment. Diagnosis "chemical burn" - made by treating doctor. Referred to ophthalmologist and treated for same. Anticipated recovery 1-2 weeks, no follow-up.